Manufacturer narrative:
Alleged failure: smoke/fire. Update - no fire or smoke from the light source. Staff reported a very strong burning smell coming from the back of the light source but there were no flames or smoke. Biomed confirmed it was a very noticeable smell emitting from the back of the l11. The failure alleged in the complaint was not confirmed/duplicated during the product investigation. Probable root causes: all light sources can generate significant amounts of heat. Some components are hot after use. They may smell like a burning component to the user. Advise to clean the light source internally, and recalibrate. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.